Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. The issue was reportable as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, no repair details were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/10/2020; corrected manufacture date: 05/11/2020. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse h3 other text : 4117.

Event description:
It was reported that the compressor generated alarm indicating low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).